Event description:
Prior to implanting the stent in the renal artery, it was noted that the rated pressures labeled on the packaging sterile pack stated that nominal pressure was 10 atmospheres and rated burst pressure was 12 atmospheres. However, the package insert stated that nominal pressure was 12 atmospheres and rated burst pressure was 14 atmospheres. Despite this discrepancy in the labeling information, the product was clinically used in the patient, and implanted successfully. There were no reported patient complications.